Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on december 07, 2021 with lot number 1386875. Visual analysis of the returned device identified flat creases, wear abrasion, white particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. The device has been explanted.